Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The device was repaired on the user facility site. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, the user found that error b30 (scope communication error) was displayed when the user reconnected the endoscope. The user judged that no further continuation of the procedure was possible. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. The exact cause of the reported event could not be conclusively determined. There is a possibility that this phenomenon is attributed to the failure of the electrical contact. Omsc surmised that the user connected the video connector to the device with the electrical contacts not dried sufficiently. If significant additional information is received, this report will be supplemented.